Event description:
Procedure type: gastrectomy. According to the reporter: initially the procedure looked like all went well. However, 12 hours later the pt became ill and was returned to the operating room. The surgeon found that two of the first firings of the gia10038s seem to have been compromised and the anastomosis had broken down and failed. The failed side by side anastomosis was resected and replaced by a hand sewn anastomosis. The pt has had a number of other complications that the surgeon says are not related to the failed staple lines. Pt is doing fine. No pt injury was reported.

Manufacturer narrative:
(B)(4)